Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss found no issues with the operation of phacoemulsification unit. The fss tested 6 handpieces that the surgery center provided. All handpieces passed and met abbott specifications. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient's operative eye. The surgery center indicated the patient's outcome appeared fine at the end of the procedure.no additional information was provided.